Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product event summary #implant date: (B)(6) 2006. Patient demographics: gender-female, dob-unknown, initials-bb it was reported that on (B)(6) 2006 the patient underwent a posterolateral approach lumbar interbody fusion in which infuse was used. It was reported that in or around 2006 the patient was diagnosed with chronic pain. As a result, the patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery and she continues to suffer daily, severe, disabling, pain that prevents her from performing many basic activities of daily living. Insufficient information to conclude that this event is related to product performance, manufacturing, design or labeling. No corrective action is required at this time. The data will be monitored for trends by risk management (pr (B)(4)) and adverse events will be reviewed at the infuse safety risk meetings. No other action is required at this time - this investigation is considered closed. If additional information is received, this investigation will be re-opened. Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. A review of the certificates of analysis and packing list for the infuse bone graft kit was not possible.

Event description:
It was reported that on (B)(6) 2006 the patient underwent an unknown surgery. Operative notes: "... A large rhbmp-2 kit was used. Once the decompression was entirely done, attention was paid at sounding the pedicles....the 6.5 x 45 mm m8 screws were chosen to place at each level. There was excellent purchase of all screws..." No other information was provided.

Event description:
It was reported that the patient underwent a posterolateral approach lumbar interbody fusion in which rhbmp-2/acs was used. It was reported that in or around 2006 the patient was diagnosed with chronic pain. As a result, the patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery and she continues to suffer daily, severe, disabling, pain that prevents her from performing many basic activities of daily living.